Manufacturer narrative:
Manufacturer ref no. (B)(4). Baxter received and evaluated the device. The symptom "keypad does not function properly" was confirmed and reproduced. Evaluation found when any of the remaining functional keys were pressed an automatic output of the (on/off) key occurred following the selected key's function. This failure mode does not provide any user opportunities to program delivery parameters nor start an infusion. It was caused by a damaged keypad. As a result, the keypad was replaced. A CAPA has been initiated to investigate the reported event.

Event description:
It was found during testing that a pump's keypad was malfunctioning. There was no patient involvement since the error was found during testing.